Manufacturer narrative:
The machine was examined by a hospital service technician who was able to confirm the reported symptom. After consultation with dräger the technician replaced the vent motor. The machine was reportedly tested and returned to use. The replaced motor was tested in the manufacturer's lab. It could be determined by rotating the motor manually that there are numerous positions where the motor couldn't provide mechanic power due to a mechanically abraded collector disc. The motor is a wear-and-tear part and, the particular item has been in use for nearly 140% of the specified operation hours. The log file confirms the reported observation - the fluctuations in motor speed resulted in a deviation between measured and expected ventilator piston position. The device shut down automatic ventilation to prevent from damages to the system; the shut down was accompanied by a corresponding alarm. The user continued patient support in manual ventilation mode for several minutes; no consequences have occurred.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The patient was manually ventilated and there was no patient injury reported.